Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d8/d9/h3, and to correct h6. Correction to h6: removed " 10 - testing of actual/suspected device" from type of investigation as the device was not evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned. Attempts were made for device return and additional information regarding the event, but no further information was provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope displayed no image during preparation for use. There was no report of patient harm associated with this event.